Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, unspecified vessel the 3.0 x 15 mm trek nc balloon dilatation catheter (bdc) was being advanced with non-unusual [slight] resistance noted when the proximal shaft was noted to detach. The device was removed from the anatomy without reported issue. A second trek bdc crossed the lesion and the vessel was successfully stented without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.